Event description:
It was reported that a home patient (hp) was admitted to the hospital with symptoms of vomiting, diarrhea, stomach pain, cloudy effluent and subsequently diagnosed with peritonitis. The patient was treated with ceftazidime (1.5 gm). Due to the infection the catheter was removed and the hp started hemodialysis. At the time of this report, the patient was still hospitalized and recovering from the infection and peritonitis. The peritonitis was reportedly caused by the hp not following proper aseptic technique (details not provided). It was not reported if the patient was retrained in proper aseptic technique.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.